Event description:
It was reported that during inspection for use the colonovideoscope has a snowflake image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported customer malfunction was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error was displayed. The likely cause of the b30 error is due toa defective component. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.